Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing of the p waves which lead to unnecessary atrial pacing in ddi mode. The patient was asymptomatic. No medical intervention was performed.